Event description:
(B)(4). Same case as MFR report #: 2134265-2010-03148, 2134265-2010-03149. It was reported that following a stenting treatment procedure, the patient presented with angina and in stent restenosis. The index procedure placed two unknown taxus express2 stents in the mid right coronary artery, one taxus express2 stent in the proximal left circumflex (lcx) artery and one taxus express2 stent in the 1st obtuse marginal branch. In (B)(6) 2009, the patient was hospitalized with angina revealing restenosis of the proximal lcx artery. Six days later, the 90% restenosed 3.5x20mm lesion located in the ostium of the lcx artery was treated with ballooning and the placement of an unspecified taxus liberte stent resulting in 0% residual stenosis. Five hours later, the patient complained of chest pain. An ECG was performed with no abnormalities. Angiography was then performed revealing acute recoil and plaque shift in the proximal portion of the taxus liberte stent placed in the lcx earlier that day. In addition, a vessel dissection, hematoma and restenosis occurred in the proximal left anterior descending (lad) artery. Per the physician, the direct cause of the vessel dissection was unknown, however a guide catheter was suspected, but no information on the guide catheter was available. No myocardial infarction occurred. Bailout treatment the same day treated the 90% restenosed, 3.0x15mm lesion located in the proximal lcx with ballooning and v-stenting using a 3.0x8mm taxus liberte stent resulting in 25% residual stenosis. And the 75% stenosed, 3.5x20mm lesion located in the proximal lad was treated with ballooning and v-stenting using a 3.5x32mm taxus liberte stent resulting in 0% residual stenosis. The patient was discharged 9 days later in improved condition. Per the physician, the restenosis of the target lesion was listed as "possibly related" to the study stent. The coronary restenosis occuring 5 hours after treatment was listed as "unrelated" to the study stent.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.